Manufacturer narrative:
H6: annex g code added.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this clinical study case reports that the patient underwent a manipulation under anesthesia due to stiffness after a right tka. To date, the requested x-rays and surgical reports have not been provided. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed. Therefore, the patient impact beyond the mua cannot be determined. No further medical assessment can be rendered at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes could be alignment, fit/size of device used or wear. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a patient received manipulation under anesthesia due to stiffness after a right total knee. The outcome is resolved. No additional information was provided at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.